Event description:
It was reported that the nurse stated that they just started therapy on a patient. The arctic sun device was alarming low flow and low air leak. They have made sure the pads are properly connected and no kinks in tubing. Nurse stated that this was their only device. Had nurse stop therapy, empty pads, and disconnect. Nurse confirmed all tubing was straight with no kinks. Had nurse reconnect pads holding only the blue tubing and not the clear plastic clamps, verified audible clicks. Nurse resumed therapy, water flow rate (wfr) was primed to 0 l/min. Had nurse stop therapy, empty and disconnect the pads. Walked nurse through placing device in manual control. Diagnostics showed that the water flow rate (wfr) was 0.1 l/min, inlet pressure (ip) was -8.6psi, circulation pump command (cpc) was 86 percentage, system hours were 6,440 and pump hours were 5,984. Informed nurse they would need to send this to biomed labeled no flow. Suggested to check with other units that might have an additional device they could borrow or use an alternative means for therapy. Nurse stated that they would check with ed. Encouraged nurse to call back with any issues if they were able to find another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they just started therapy on a patient. The arctic sun device was alarming low flow and low air leak. They have made sure the pads are properly connected and no kinks in tubing. Nurse stated that this was their only device. Had nurse stop therapy, empty pads, and disconnect. Nurse confirmed all tubing was straight with no kinks. Had nurse reconnect pads holding only the blue tubing and not the clear plastic clamps, verified audible clicks. Nurse resumed therapy, water flow rate (wfr) was primed to 0 l/min. Had nurse stop therapy, empty and disconnect the pads. Walked nurse through placing device in manual control. Diagnostics showed that the water flow rate (wfr) was 0.1 l/min, inlet pressure (ip) was -8.6psi, circulation pump command (cpc) was 86 percentage, system hours were 6,440 and pump hours were 5,984. Informed nurse they would need to send this to biomed labeled no flow. Suggested to check with other units that might have an additional device they could borrow or use an alternative means for therapy. Nurse stated that they would check with ed. Encouraged nurse to call back with any issues if they were able to find another device. Per customer via phone on 31jan2024, it was reported that therapy was completed and there were no impact to the male patient. The nurse(s) drained and refilled the pad 3 times and this resolved the issue. The device did not go to biomed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they just started therapy on a patient. The arctic sun device was alarming low flow and low air leak. They have made sure the pads are properly connected and no kinks in tubing. Nurse stated that this was their only device. Had nurse stop therapy, empty pads, and disconnect. Nurse confirmed all tubing was straight with no kinks. Had nurse reconnect pads holding only the blue tubing and not the clear plastic clamps, verified audible clicks. Nurse resumed therapy, water flow rate (wfr) was primed to 0 l/min. Had nurse stop therapy, empty and disconnect the pads. Walked nurse through placing device in manual control. Diagnostics showed that the water flow rate (wfr) was 0.1 l/min, inlet pressure (ip) was -8.6psi, circulation pump command (cpc) was 86 percentage, system hours were 6,440 and pump hours were 5,984. Informed nurse they would need to send this to biomed labeled no flow. Suggested to check with other units that might have an additional device they could borrow or use an alternative means for therapy. Nurse stated that they would check with ed. Encouraged nurse to call back with any issues if they were able to find another device. Per customer via phone on 2024, it was reported that therapy was completed and there were no impact to the male patient. The nurse(s) drained and refilled the pad 3 times and this resolved the issue. The device did not go to biomed.